Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 282 mg/dl, 102 mg/dl, 407 mg/dl and 352 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported (102 mg/dl, 407 mg/dl, 352 mg/dl) were found in meter memory, however they were not found within a 10-minute timeframe.